Manufacturer narrative:
Device evaluation: one pump was returned for investigation in used condition. Event log history was performed, and no evidence was identified in the history. During analysis, the reported issue was unable to be duplicated. The device's sensors worked as they should. The downstream and upstream occlusion sensor passed calibration, functional, and the psi test. Perform preventative measures.

Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found missing tamper seal. Functional testing found that the pump was able to calibrated and occlusion tested passed. The sensor responded to pressure normally. The reported "failed calibration" problem was not duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Additional information received and updated b5 and h6.

Event description:
Additional information received on 26-may-2022 . Issues found during testing. No patient incidents.